Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope forceps elevator had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported, the returned device found the forceps elevator has foreign material or stain, during evaluation. However, the customer returned the device without reprocessing, which caused the foreign material to remain in the forceps elevator. Per, the legal manufacturer, this issue is not likely, to cause or contribute to death or serious injury if the malfunction were to recur.